Event description:
Received customer medwatch which stated "tubing leaking from part of tubing that goes in pump." There was no patient harm reported and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.